Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. They reported that yesterday they started having a lot of trouble with their left leg to foot, where they felt like the, "pulses," were traveling down their leg. The pain was really bad so they turned off the device for a while that night, but the issue was still present the day of the report. They confirmed they had not had any falls nor trauma. They successfully changed from program four at 0.4 volts to program five at 0.4 volts while on the call, and were comfortable with the stimulation in their buttock, but their leg was still bothering them. They wanted to leave the device on anyways and planned to speak with their healthcare provider. Their issue did not resolve through troubleshooting, and they were redirected to follow up with their healthcare provider to further address the issue.